Event description:
It was reported, the patient experienced a spinal headache due to a csf leak. The hcp suggested that the patient have a blood patch to correct the csf headache. The fluid was clear and sometimes "brownish". The hcp from the emergency room instructed the patient to wear an "abdominal binder". The patient stated, he felt better wearing the binder. Additionally, the patient had lost therapy with the pump. The primary hcp indicated, the headache was resolved with an epidural patch. The patient had a catheter revision and epidural blood patch on (B) (6) 2010. During the revision, the splicing kit was noted to have a piece of catheter stuck in it and the catheter was completely apart at that portion. The drugs in the pump were dilaudid, fentanyl, clonidine, and baclofen. The patient recovered without sequela. Please see MFR. Report #3004209178-2010-01416 for previous catheter revision on (B) (6) 2010 and events leading to this reported event.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.